Manufacturer narrative:
Additional information: b5, g3, h6.

Event description:
Additional information was received on 3/26/2024:there was no case delay and the case completed as normal without adverse effects on the patient. There were no photos or videos taken.

Event description:
On 3/22/2024, a sales representative via sems-06522229 reported that an ar-7300sr sabre had metal shavings being ejected when shaving and entered into the patient and was not retrieved from the patient. The case was completed with no further information provided. This was discovered during a wrist arthroscopy w/tfcc debridement procedure on (B)(6) 2024.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a cause. The cause for the reported failure is attributed to a manufacturing issue.